Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 12, and the fault ID was available. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, and they acknowledged the instructions provided.